Event description:
It was reported that during a procedure to treat a patient for incontinence, an artificial urinary sphincter(aus) was revised due to a sizing issue. The 4.0 cm cuff was exchanged for a 4.5 cm cuff. The procedure was successfully completed with no patient clinical consequences.